Event description:
Loss of junctional overlap between the proximal main body and the distal bifurcated piece resulting in sac pressurization, rupture, and death. Date of event unknown [the study covers between october 2012 and march 2019- article published 29 may 2020]. 'Perioperative and long-term results of zenith fenestrated aortic repair in women' liao et al 2019. Although the title of the article names women the adverse event reported was for a male patient.

Manufacturer narrative:
The device was not returned for evaluation. As a lot number and device type could not be provided, a review of the device history record could not be performed. The IFU states: ¿the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft¿. Due to the lack of information received in the complaint it is difficult to determine a definitive root cause.

Event description:
Loss of junctional overlap between the proximal main body and the distal bifurcated piece resulting in sac pressurization, rupture, and death. Date of event unknown [the study covers between october 2012 and march 2019- article published 29 may 2020]. 'Perioperative and long-term results of zenith fenestrated aortic repair in women' liao et al 2019. Although the title of the article names women the adverse event reported was for a male patient.